Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began feeling diaphragmatic stimulation following their device upgrade procedure. The right atrial (ra) lead thresholds were found to be high, and reprogramming was performed to reduce atrial output. The lead remains in use. No patient complications have been reported as a result of this event.